Event description:
It was reported that the patient felt lightheaded and passed out at home on (B)(6) 2014. Emergency medical services (ems) was called and found patient with a heart rate of 30 bpm. Ems externally paced subject intermittently in route to the emergency department. The patient was found to have slow agonal rhythm in the 20's in the emergency department. The patient had to be externally paced and was transferred to another facility where they underwent right ventricular (rv) lead revision without complications. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products:product ID 5076-52, implanted: (B)(6) 2005. (B)(4).